Manufacturer narrative:
The cartridge has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, reported that in approximately (B)(6) 2011, the pt obtained elevated blood glucose readings ranging from 400 mg/dl to "in the 500's mg/dl"; the pt also reported one low blood glucose reading of 40 mg/dl. The pt experienced no symptoms of high or low blood glucose levels. During this time period, the pt discovered dampness in the pump cartridge compartment. The area of the leak was not identified during troubleshooting. The pt noted he had tremors, which may have contributed to the leak insulin during the fill process. The pt adjusted his elevated blood glucose levels with insulin boluses via a syringe. He did not seek any medical attention.